Manufacturer narrative:
The exact nature of the infection is unknown as lab results have not been made available to the firm. Infection of surgical incisions is a known inherent risk of invasive procedures.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. On (B)(6) 2023 the firm was notified of possible infection at the surgical incision site that was not responding to treatment. On (B)(6) 2023 a full system explant was performed due to the infection failing to clear.